Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following devices were also listed in this report: modular dual mobility insert; cat# 626-00-42e; lot# 63997002; trident hemispherical multi; cat# 508-11-52e; lot# 64452801; 6.5 cancellous bone screw 20mm; cat# 2030-6520-1; lot# j00vxv. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that surgeon revised patient's right hip due to infection. The surgery on (B)(6) was a revision of competitor product and the surgeon implanted stryker mdm cup, screws and poly liner. Cup and liner only were revised during this revision.